Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined additional follow-up with technical support, and no further details were obtained, while customer was noted to be out of warranty and in process of obtaining new device.